Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.

Event description:
During an atrial fibrillation procedure, air and blood was noted to be leaking from the sheath hemostasis valve and port. The sheath was inserted into the heart, and after mapping with a non-abbott (octaray) catheter, it was noted that air was aspirated when pulling a syringe from the port while rf delivery was being performed with a non-abbott (qdot) catheter. When flushing with the syringe, blood leaked from the hemostasis valve side. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.